Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion and battery longevity data anomaly issue was observed on the device. It was unknown if premature battery depletion was due to eri or not. It was suspected that the programmer was running on older software and was unable to calculate longevity. Patient will be brought into clinic in one month¿s time to re-evaluate if the vibratory alert for eri is on. Patient condition has not changed. No further information available.